Event description:
In 1999, an angio-seal device was deployed without reported difficulty. There was no report of excessive bleeding immediately post-operative and no evidence of any other abnormalities. The pt experienced groin swelling for three days and was re-admitted to the hospital 5 days post-operatively. A duplex ultrasound was performed which revealed an infected hematoma; however, there were no signs of a pseudoaneurysm. The surgeon attempted aspiration, which produced only 1ml of blood-stained fluid, indicating that the hematoma was largely clotted. The pt was given intravenous antibiotics, followed by oral antibiotics and was discharged one week later. The pt was later examined at the clinic and was asymptomatic. There is no further info available.